Manufacturer narrative:
Continuation of d10: product ID: neu unknown lead, product type: lead. Other relevant device(s) are: product ID: neu unknown lead. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient may have a lead wire that is causing some pain, making it impossible to sleep. Further stated that the lead wire hurts. Surgery will be performed on ¿(B)(6) 2024.¿ it was unknown if there were any contributing factors. Issue was not resolved.